Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Visual inspection found insulation abrasion. A burn mark was noted on the cable at the abrasion area. Material analysis confirmed the cross contamination of titanium on the filars, which indicated that the damage found is consistent with insulation abrasion, friction to ICD can.